Event description:
It was reported the defibrillation pads on the heartstart xl had a "problem". There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.